Event description:
It was reported, the rigid endoscope telescope scope was broken. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the issue was found during reprocessing. The intended procedure was a cystoscopy and was finished with the same device. No delay was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b3, b5, d8, h3, h6, h11. Corrected field: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During the inspection, olympus did not confirm the reported event of the broken scope. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event could be cause due to the use of excessive force when using the affected device and, due to the age of the device, wear and tear. Olympus will continue to monitor field performance for this device.